Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the tampon string broke upon removal. She was able to manually remove the pledget and did not seek medical assistance.